Event description:
Healthcare professional (hcp) reports a fiber leak of the dialyzer noted during the pt treatment. New disposables were used to continue the pt treatment without incident. The dialyzer was reused between 6-40 times. The hcp reports no pt injury or need for medical intervention.